Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported during use the bd vacutainer® eclipse¿ signal¿ blood collection needle had failure of the product to contain blood (i.e. Leak in needle cannula and/or hub). The following information was provided by the initial reporter: there was "significant blood leakage at the pump body/needle junction. Slightly twisted needle, pump housing side" no exposure to blood or bodily fluids.